Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient lost stimulation therapy from the scs system. The company representative met with the patient and attempted to connect to the patient's implantable pulse generator (ipg), but the programmer showed "replace generator" message indicating the generator had reached the end of its service. Surgical intervention was taken and the patient's ipg was replaced with a new one and the issue addressed.